Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter was replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service on 01/19/2017. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of a haze emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), product return and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter did not exhibit any odor or smoke. The reason for return of the catalytic converter was not confirmed. The assignable cause of the haze/mist/vapor issue is the catalytic converter. The field service engineer replaced this part and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.